Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 10 of the patient's mouth. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and fistula. No further patient complications were reported.